Event description:
It was reported that a critical alarm occurred. The patient visited the hospital as the alarm rang on (B)(6). The patient understood that the alarm rang, but did not believe that it was their pump. There were no withdrawal symptoms and no problems noted after injecting the drug, so the patient was sent home. It was unknown if the event was related to the pump device. The therapy was noted to be intrathecal baclofen (itb) therapy. It was later reported there was an empty reservoir alarm. It was noted there was no relation to the pump, catheter or programmer.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Additional information received reported that no examination was scheduled. The seriousness of the event was noted as ¿not serious¿, and the outcome was reported as recovered approximately 2014-(B)(6). The causality with gabalon intrathecal injection was noted as unrelated, as well as having no relation to the procedure.